Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited low impedance. The lead also exhibited noise and high impedance. No intervention was reported.

Manufacturer narrative:
(B)(4).